Event description:
Reported from the PICC team that a PICC line hub broke and fell off. The hub was on the grey line. PICC was placed (B)(6) 2018 around 0010 and noticed to be broken around (B)(6) 2018 1130. PICC line was removed.